Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Isi tse walked the customer through undock the system into a sterile stow and perform a power cycle and this resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after undocking and power cycling the system. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, arm 1 flipped and was non-intuitive. An intuitive surgical, inc. (Isi) technical support engineer (tse) had customer undock the system into a sterile stow and perform a power cycle and this resolved the issue. The surgeon was satisfied with the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted no shakiness and/or friction experienced/observed. There was no reported of an external collision between system arm and external equipment and/or staff. There was no patient injury. The device was inspected prior to use with no damage or anything out of the ordinary.